Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause, at this time, was not known. It only happened a few times and patient thinks it might have been the way she was sitting. Rep confirmed that the device feels hot sometimes on its own and it¿s not happening while she is charging. Rep told patient to turn her device off if it heats up again to see if it¿s the device. She will report back to rep and let them know if that resolves the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that during reprogramming, the patient stated she felt like the device was hot when she laid on her back. The patient reported that she had a few shocking sensations for about 4 days, but those have gone away now. It was reported that lead impedance was checked and looked to be normal. The manufacturer representative asked the patient to turn off the stimulator if it feels hot again to see if it goes away with stimulation off. The rep reprogrammed the settings using different electrodes to see if that made a difference.  It was reported that the issue was resolved at the time of report.